Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels in the two last months over 200 mg/dl. Caller alleges under delivery of insulin during both basal profile and also during bolus delivery. No adverse event reported. Requested return of the alleged device for evaluation.